Manufacturer narrative:
The biomedical engineer (bme) reported that the when they select a bed on the all beds screen all the sectors go black on the central nurse's station (cns). This cns has an issue where it will have spo2 readings that are vastly different from the readings seen at the bedside monitors. This unit also has an issue where they click on patient overview and the tiles in the background will lose all vitals. They also stated that the tiles do not show the patient names as well. They rebooted the cns, but this did not resolve this issue. Nihon kohden technical support (tech support) had them swap the hdds on this cns. This did not resolve this issue. Therefore, they replaced the cns with a spare cns, and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitormodel: bsm-6301asn: ni

Event description:
The biomedical engineer (bme) reported that the when they select a bed on the all beds screen all the sectors go black on the central nurse's station (cns). This cns has an issue where it will have spo2 readings that are vastly different from the readings seen at the bedside monitors. This unit also has an issue where they click on patient overview and the tiles in the background will lose all vitals. They also stated that the tiles do not show the patient names as well. They rebooted the cns, but this did not resolve this issue. Nihon kohden technical support (tech support) had them swap the hdds on this cns. This did not resolve this issue. Therefore, they replaced the cns with a spare cns, and the issue was resolved. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when selecting a bed on the all beds screen of the central nurse's station (cns), all monitoring sectors went black. Additionally, spo2 readings at the cns were vastly different than readings seen at the bedside monitors (bsms). There were also issues with losing patient vitals and patient names at the cns. No patient harm was reported. Investigation summary: during the evaluation of the reported device nihon kohden repair center (nk rc) was able to duplicate the reported issue of all beds screen going black. During the course of the nkc investigation, multiple attempts to acquire information were left unanswered and the investigation could not proceed. As such, the root cause cannot be determined. The questions sought to find if the hard drives were swapped as well as device and system setup information at the facility. Possible causes for this issue may be related to a corrupted hard drive or improper system set up. Should the cns software be copied to other blank hard drives for use, the operation of the system cannot be guaranteed. Corruption of the hard drives can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing device operations. The following fields contains no information (ni), as an attempt to obtain the information was made, but not provided. Attempt #1 02/26/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded with information on the device failure but did not provide the requested information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor model: bsm-6301a sn: ni.

Event description:
The biomedical engineer (bme) reported that when selecting a bed on the all beds screen of the central nurse's station (cns), all monitoring sectors went black. Additionally, spo2 readings at the cns were vastly different than readings seen at the bedside monitors (bsms). No patient harm was reported.